Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the driver displacement indicator (ddi) board and the driver power module. The fsr performed the operational verification procedure (ovp). The unit meets manufacturer specifications.

Event description:
The customer reported that the ventilator stopped oscillating, while in use on a patient. When the user pressed the start/stop switch, the oscillator did not start and the user could not center the driver. The ventilator was removed from the patient and the patient was placed on another unit. There was no harm done to the patient.